Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive around objective lens was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings in b5, evaluation found the following: due to damage on light guide-cover glass, water tightness was lost; the light guide connector was deformed; the adhesive on bending section cover had a chip; the control unit had a crack; and due to damage on charged coupled device unit, the image had white dots. The following components had a scratch: video connector case, the video connector, the light guide connector, the bending section cover, the light guide-cover glass, switch 1, the right/left plate, the up/down angulation lever plate, the right/left lever, the angulation lever, the grip, the control unit, and the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an air leak from light guide connector part. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.